Event description:
It was reported that there was a report of pocket erosion with this subcutaneous implantable cardioverter defibrillator (s-ICD). A pocket revision planned to be performed. No additional information had been received regarding the planned revision. If additional information becomes available this report will be updated.